Event description:
It was reported that a patient underwent an unknown procedure in 2022 and suture was used. During the procedure, it was reported to over the last several months 6-8 we have had more issues with sutures than in the last 10 years. We are now starting to track it, since it seems the quality has definitely decreased. Too often we have had needles detach from the thread. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #:(B)(4). Device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photo analysis: visual analysis of the image for evaluation determined that a apparently detached needle could be observed, the image is not clear to determine the failure mode. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify, how many sutures broke during this single procedure? It was report that¿ last several months 6-8 we have had more issues with sutures than in the last 10 years. We are now starting to track it, since it seems the quality has definitely decreased. Too often we have had needles detach from the thread.¿ were these reported issues previously reported to ethicon? If yes, please provide files number for each patient involved and includes in each file the following information: event details, event date, procedure date, lot number, product code. Could you please clarify what kind of issues present with the devices? In this report it was a pull off? Please clarify if there were another reports and if they were reported. Could you please clarify if any patient has suffer from any consequence due to this issues? If yes, please provide more details. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.